Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for a device check after receiving a vibratory alert. Upon review, the device went into backup vvi mode due to telemetry communication error. Device download was successful. There were no adverse consequences to the patient. No further information, such as the root cause, could be obtained.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the device went into backup vvi mode due to telemetry communication error. Device download was successful. There were no adverse consequences to the patient.